Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lacked basic understanding of patient programmer use and the general therapy. The patient reports not being able to adjust stimulation. The patient was able to increase from .2 to .5 to .8 volts. The patient mentioned 4.0 at one point in the call, likely software version of patient programmer on splash screen prior to therapy screen but patient services was unable to confirm. The patient was going to the restroom more now since the day before reported event date. The patient saw physician for appointment the day before reported event date, took programmer but did not receive any information about it. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
The patient experienced loss of therapeutic effect and loss of stimulation which was noted as gradual. The patient outcome was marked as recovered without permanent impairment and also recovered with permanent impairment. The health care provider responds clarified patient outcome the next day as patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-33, lot# va0rrac, implanted: (B)(6) 2015, product type: lead.